Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The procedure was completed with manual compression. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer to the device; an audible click was heard when the indicator wire cowling locked against the handle assembly, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back slowed, with the indicator wire loop showing upon removal and no anomalies noted. The device was used in an interventional procedure via a retrograde approach. The physician was certified to use the device. No visible damage was observed prior to use, and a non-cordis (terumo) sheath introducer was used. The device was stored and prepared according to the instructions for use (IFU). Angiography confirmed the femoral artery¿s suitability with a 30¿45° insertion angle, vessel diameter =5 mm, no calcium, tortuosity, stent, or >50% stenosis near the puncture site, and no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been closed within the previous 30 days. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color. The procedure was completed with manual compression. There was no reported patient injury. There was no difficulty connecting the vascular sheath introducer to the device; an audible click was heard when the indicator wire cowling locked against the handle assembly, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back slowed, with the indicator wire loop showing upon removal and no anomalies noted. The device was used in an interventional procedure via a retrograde approach. The physician was certified to use the device. No visible damage was observed prior to use, and a non-cordis sheath introducer was used. The device was stored and prepared according to the instructions for use (IFU). Angiography confirmed the femoral artery¿s suitability with a 30¿45° insertion angle, vessel diameter =5 mm, no calcium, tortuosity, stent, or >50% stenosis near the puncture site, and no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been closed within the previous 30 days. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufactured position, and the indicator wire was found fully deployed. Additionally, no catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. The indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the indicator wire retraction and the expected plug deployment. Additionally, the indicator window black/white/red position was obtained as expected. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.